Manufacturer narrative:
Model number/catalog number: sc-2316-50; serial number: (B)(4); batch/lot number: 17634324; model/catalog description: infinion 16 lead kit 50 cm; the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was receiving inadequate pain relief. The patient underwent an ipg and lead replacement procedure. The patient was reportedly doing well postoperatively.